Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-00985. Note: device 1 was placed supra-orbital, off label use. It was reported the patient was receiving only partial stimulation coverage in the established pain pattern. It was determined the lead migrated. The patient underwent surgery where the lead was repositioned. The system was programmed and the patient's effective stimulation was restored which resolved the patient's issue.